Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 80cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. The reported break was confirmed.

Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, the middle part of the catheter was broken when the balloon was removed from the sheath. The device was never entered into the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, the middle part of the catheter was broken when the balloon was removed from the sheath. The device was never entered into the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.